Manufacturer narrative:
The customer called into olympus to report his event. The customer noted that several different trouble-shooting connection options were tried, but all ended with the same burnt-out failure. The customer went on to note that the subject device is allegedly burning the entire wall plate there at the facility. Furthermore, the customer noted that this event happens about once a month. They attempted using the device at a different wall plate, but the failure follows the subject device. The device has been returned. However, an initial evaluation has not yet been conducted by olympus. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was experiencing a heating issue whenever plugged into the facility¿s wall plate during an unspecified procedure. According to the initial reporter, a diode on the back side of the board burns out and causing the video signal to be lost. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation/device evaluation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a worn-out digital visual interface (dvi) port/connector. Olympus will continue to monitor field performance for this device.